Event description:
During a transapical tvr procedure the 23mm sapien xt valve was deployed too ventricular. A second valve was implanted. Initially throughout the apical cutdown and exposure and placement of femoral lines the patient's arterial pressure continued to drop and pressors were given to keep the map above 40mmhg. The decision was made to place an iabp via the lcfa. Bav was performed utilizing rapid ventricular pacing [rvp]. The patient's blood pressure remained low with a systolic pressure of 40mmhg. A 29mm sapien xt valve was then deployed utilizing rvp, and respirations were held. Post deployment, the patient was again severely hypotensive and intra-ventricular epinephrine was given. There was no pvl evident by tee or angiography; however, the physician team was concerned with the valve position [20:80 aortic: ventricular] and possible ventricular embolization. Post dilatation was performed with one additional cc of contrast added to the atrion inflation device. A second 29mm sapien xt valve was subsequently deployed 50% more aortic than the first valve. The final valve position was 60:40 a:v and no pvl was noted via tee or angiography. The apex was repaired in the typical surgical fashion and the iabp remained in the patient; blood pressure was stable. There was moderate native annular calcification and bulky native leaflet calcification. The native annulus measured 22x30.7 by CT, with an area of 541. The valve moved ventricular during deployment and the valve was not adjusted as the valve moved. This patient was absolutely not a surgical candidate and the threshold for potential embolization was very low. Clinically, the surgical team felt it was prudent to place a second valve more aortic.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the event was attributed to procedural factors [during deployment the valve moved ventricular and the cts did not adjust the valve position]. The cause for the ventricular movement cannot be confirmed; however, the bulky leaflet calcification could have been a contributing factor. While there was no paravalvular leak noted after deploying the first valve, the surgical team determined it would be in the patient¿s best interest to deploy a second valve, and minimize the risk of a valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.